Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge, deliver a 9-unit bolus, and informed them that the insulin on board would be affected. The bolus completed successfully, and although the caller was initially unable to reload the original cartridge and resume insulin therapy, the customer's mother successfully loaded a new cartridge, allowing therapy to continue. Technical support decided to replace the pump.